Manufacturer narrative:
.

Event description:
Initially, it was reported that the patient was scheduled to undergo generator replacement surgery due to end of service. An implant card was later received indicating that the patient underwent generator replacement, but that high impedance was observed (>10,000 ohms). The lead was not replaced. No additional relevant information has been received to date.

Event description:
It was reported that device diagnostics prior to generator replacement were within normal limits. High impedance was observed after the new generator was attached to the existing lead. The surgeon removed the generator from the pocket and inspected the lead. A kink was observed in the lead and the surgeon straightened it out. No apparent lead fractures were observed and the generator was placed back into the pocket. Post-operative diagnostics again resulted in high impedance and it was noted that the patient was referred back to the neurologist for evaluation of the high impedance. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
The neurologist's office indicated that the patient was seen on (B)(6) 2015 and (B)(6) 2015. The notes on 09/16/2015 note that device diagnostics were within normal limits. The notes from 12/15/2015 also indicate that the device diagnostics were within normal limits (2777 ohms). It is not known whether there is a positional lead fracture or whether the surgeon did not run a system diagnostics to reset the manufacturing lead impedance on the new generator. Attempts to obtain the surgeon's programming history have been unsuccessful to date.